Manufacturer narrative:
After numerous communications, the complainant stopped responding after september 8, 2024. Additional follow ups for requested information were sent via email on september 9, 10, and 17, 2024. The manufacturing information was not available to be reviewed because the customer did not provide the order number or lot number. Zipper functionality is verified with current controls that are in place at the contract manufacturing facility. The product is inspected during in-process and final inspections. The controls in place to ensure the sheets and canopy are manufactured to cubby design specifications include training, work instructions, qa in process inspection, first sample review and a functional test by aql. The user manual instructs to discontinue use of the cubby bed and contact cubby bed if anything is damaged or missing on pages 15 and 22. The root cause of the safety sheet zipper separation is unclear. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was a report of non-serious injury as a result of the event (minor scrape).

Event description:
Per parent, child is escaping the bed by separating the safety sheet zipper. Per parent, daughter has a scrape on her face as a result of escaping. The parent stated that there is no damage to the safety sheet zipper, or to the canopy side zipper and this is happening with both safety sheets. Per parent, zipper is able to separate because the child presses against the side of the bed and pushes the zipper apart. The family has paused use of the bed. After numerous communications, the complainant quit responding after september 8, 2024. Additional follow ups for requested information were sent via email on september 9, 10, and 17, 2024. There was a report of non-serious injury as a result of the event (minor scrape).